Event description:
The customer contact reported particulate. The customer contact reported that after the tubing set was removed from the packaging, particulate was noted in the tubing near the clave y-site or the option-lok male adapter. The customer contact reported the white particulate looked like either scratch marks or particulate within the wall of the tubing. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
The device was received on 03/31/2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.